Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to clinic after receiving inappropriate shock due to noise on the riata lead. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was discharged from hospital with no issue.